Manufacturer narrative:
The reported events of failure to capture and ¿whether the internal problem of the electrode itself is possible¿ were not confirmed. Analysis found that a complete lead was returned in one piece measuring 52.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damaged and exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.